Manufacturer narrative:
The pump was received with intermittent esc and act button response due to corroded keypad traces. No unexpected numbers scrolling noted during testing. No unlocked lcd keypad connector noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 162 mg/dl. The customer stated that the buttons are not working except the down arrow sometime the act button as well. The customer was asked if he recalls any significant events leading to the keypad issues. The customer insulin pump was not dropped, wet or banged. The customer was advised that the insulin pump need to be replaced. The customer was advised to disconnect use of the insulin pump and revert to back up plan per healt care provider instructions.